Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Cartridge pan dislodged the analysis results that one device was returned with no visual non-conformances and with an ecr60d reload present. The cartridge was received fully fired and with the cartridge pan detached; the cartridge pan was received inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic bulla resection, the cartridge pan came off inside the jaw when the 1st cartridge was removed. The device was fired properly at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.